Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It is reported during a neuro surgery three screws broke while being inserted and a portion of the screws remained in the patient's bone.

Manufacturer narrative:
The part and lot identity reported by the customer is unable to be confirmed due to the fact that the tips of the screws were not returned. The customer reported three screws breaking, however four broken screws were received for evaluation. The screws were visually evaluated using a digital microscope. They were found to be fractured at the first minor diameter from the head and perpendicular to the length of the screw. The fracture is typical of an over torqued screw. Some of the fragmented tips remain in the patient. There is no sign of discoloration. The damage to the screws happened after the manufacture of the screw as the green anodized layer has been worn off in the areas of damage. The slots in the head show signs of use but no significant damage, indicating the screws retained the blade allowing a high torque on the screws to be achieved. The thread dimensions could not be measured due to the location of the fracture. There are no indications of manufacturing defects. The most likely cause of the complaint issue is excessive torque applied during insertion of the screws.